Manufacturer narrative:
The field svc engineer (fse) assessed the unit on (B)(4) 2008. The fse performed a major planned maintenance (pm). The fse replaced the mixer assemblies, pinch rollers and the incubator belt. The fse performed repair verification per established procedures. The results conformed to published performance specs. System validation documented in the customer's quality control (qc) record. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having theses antibodies. The access creatine kinase-mb (ck-mb) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer reported erroneously low creatine kinase mb (ck-mb) result for one pt involving access 2 immunoassay system. The erroneous result was reported out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility to assess the unit.